Event description:
An endeavor drug eluting stent was implanted in the rca. Approximately 34 months post the index procedure, the patient suffered a stroke which was treated by cardiac massage, intubation, artificial breath and cardiac stimulant. Patient status is unrecovered. It is unknown if the stroke was related to the study device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure - (cva/stroke) evaluation codes, conclusions: inherent risk of procedure - (cva/stroke).